Manufacturer narrative:
The device was returned to olympus for inspection by a field service inspection and the reported failure was confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image display. A light guide monitor, which was not a medical-grade monitor, was connected from the digital visual interface output of the video system center to the hdmi input of the monitor. There was no converter box used for image display; instead, a direct cable with a digital visual interface connector on one end and an hdmi connector on the other end was used. Signal transmission and proper conversion could not be guaranteed. The light guide monitor displayed color bars, and the monitor flickered for a couple of seconds before the image was displayed during inspection for use involving an olympus video system center. The customer contacted olympus technical assistance center via phone. Troubleshooting was performed, and the customer reported an event involving color bars and no image display. The issue was determined to be related to monitor compatibility and video signal transmission. The device will not be returned to olympus for evaluation. There was no patient involvement reported.